Event description:
A customer contacted baxter's technical service center regarding a system error 2240 on the homechoice (hc) during dwell two. The technical service representative (tsr) explained the alarm to home patient (hp) and had hp cycle power to clear the alarm. The tsr then explained to hp that the supplies were compromised. The hp was to finish with manual supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.